Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information was requested and if it becomes available, the evaluation summary will be submitted in a supplemental report

Event description:
It was reported that a revision surgery was done on 20 feb 2014 after the initial surgery which was done on (B)(6) 2013. The surgeon stated that, the tibial component does not have adhesion with the cement, on the other hand, femoral component in all the surgeries was rigid and adhesion was very good. According to the surgeon, tibial component's material composition might have an issue.

Manufacturer narrative:
An event regarding cement not adhering to tibial baseplate involving a series 7000 standard tibia was reported. The event was not confirmed. A device history review confirmed all devices were manufactured and accepted into finished goods with no reported discrepancies. There were no similar events for the reported lot. A material analysis of the returned component concluded, no material or manufacturing defects were observed on the devices examined.¿ a review of the provided x-ray and device photographs by a clinical consultant indicated: ¿bone cement is not glue and it is not expected to adhere to the components. There is no evidence that factors relating to the implants required revision surgery in this case.¿

Event description:
It was reported that a revision surgery was done on (B)(6) 2014 after the initial surgery which was done on (B)(6) 2013. The surgeon stated that, the tibial component does not have adhesion with the cement, on the other hand, femoral component in all the surgeries was rigid and adhesion was very good. According to the surgeon, tibial component's material composition might have an issue.